Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Tandem technical support instructed the customer to reset the pump to resolve the issue. Additionally, it was reported that pump shutdown unexpectedly. Customer decline to troubleshoot with tandem technical support or provide further information. There was no reported impact to customer's blood glucose.